Event description:
It was reported that the patient had two promus stents (3.5 x 23 mm and 3.0 x 18 mm) implanted on (B)(6) 2010. The patient's wife called the hospital research office and reported that the patient had died on (B)(6) 2013. The cause of death was not provided. No other information was given. An autopsy was not requested. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.